Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. The notifying party stated that the customer's next of kin had mentioned to a third party person that a pump malfunction led to the customer's passing. The customers blood glucose was unknown at the time of death. It is unknown if the customer was wearing a medtronic pump or a competitor's pump at the time of death. It is unknown if the customer was using sensors. The notifying party did not indicate whether the next of kin would return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary: a letter was mailed to medtronic from the customer's next of kin stating that they had received information from the coroner that the official cause of death was diabetic ketoacidosis. The customer was wearing their medtronic insulin pump on the night they passed, and insulin vials were found on the table. It appeared that the customer had recently completed a set change. It has not yet been determined if the pump was malfunctioning. The pump battery was removed at the mortuary due to constant beeping.